Event description:
It was reported that the deep brain stimulation (dbs) patient developed balance issues, double vision and was ataxic. The patient presented to the emergency room (ER) thinking she had a stroke. The patient was transferred by ambulance to a hospital familiar with deep brain stimulation (dbs) implants. The patients programming neurologist was contacted and indicated that the patients stimulation had been turned up higher a few days before. The patients stimulation was turned down and all symptoms resolved immediately. The patient is doing well and was promptly discharged.